Manufacturer narrative:
(B)(6). (B)(4). Concomitant: 163662, 28mm mod hd std neck tp1 taper, 111200; 51-104100, tprlc 133 type1 pps ho 10.0, 094650. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11175. Remains implanted.

Event description:
It was reported that the patient underwent initial hip surgery. Subsequently, the patient was revised due to dislocation and disassociation. Attempts have been made and additional information on the reported event is unavailable.